Manufacturer narrative:
Evaluation summary: (B)(4): the lead was returned in partial segments, analyzed and the distal conductor fractured. It was noted that the outer tubing overlay was melted, distal conductor was distorted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was flexed, within five centimeters of the anchoring sleeve. Also noted there was a deformation/fracture in five centimeters proximal section of the inner coil and extension problems. The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the lead was returned in partial segments, analyzed and the distal conductor fractured. It was noted that the outer tubing overlay was melted, distal conductor was distorted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was flexed, within five centimeters of the anchoring sleeve. Also noted there was a deformation/fracture in five centimeters porximal section of the inner coil and extension problems. The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally it was alleged the patient is deceased and "death associated with explant." Lead will be replaced due to twelve inappropriate shocks and oversensing. Additional information reported the lead was replaced - suspected fx. (B)(6) 2011: an allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally it was alleged the patient is deceased and "death associated with explant."

Manufacturer narrative:
Evaluation summary: (B)(4) : the lead was returned in partial segments, analyzed and the distal conductor fractured. It was noted that the outer tubing overlay was melted, distal conductor was distorted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was flexed, within five centimeters of the anchoring sleeve. Also noted there was a deformation/fracture in five centimeters proximal section of the inner coil and extension problems. The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally it was alleged the patient is deceased and "death associated with explant."